Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a faulty sensor circuit board (pcb). The sensor pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported by resmed (B)(4) that during a service center evaluation of an astral device, a sensor board fault was found. The device was not in use when the fault occurred, therefore, there was no patient involvement.